Manufacturer narrative:
Block h6: problem code 2944 captures the reportable event of device contamination. Block h10: (product investigation): one captivator snare was received for analysis. Per visual inspection, it was found that one foreign matter (rust) was found over the metal cannula of the device. The device was sent to external support analysis. As per analysis results, a significant presence of oxygen, iron and chlorine as the composition of the fm were detected. It is hypothesized that a salt solution contacted the metal cannula; ultimately attacking the component to create iron oxide and pitting. The reported event was confirmed. External support analysis detected significant presence of oxygen, iron and chlorine as the composition of the fm. It is hypothesized that a salt solution contacted the metal cannula; ultimately attacking the component to create iron oxide and pitting. An investigation conclusion code of "cause not established" will be assigned to this complaint since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captivator extra large round stiff snare was used during an intestinal polypectomy procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, while unpacking the device and was opened for use in a procedure, it was noted that the device was rusted. Reportedly, the sterile seal was intact and there were no other issues noted with the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis, however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round stiff snare was used during an intestinal polypectomy procedure performed on (B)(6) 2020. According to the complainant, during preparation and outside the patient, while unpacking the device and was opened for use in a procedure, it was noted that the device was rusted. Reportedly, the sterile seal was intact and there were no other issues noted with the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.